Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. During an onsite visit opened for the reported event the field service engineer performed on arrival and eye tracker test with client's parameters. The eye tracker centration was within specifications. Furthermore, energy calibration and field of view calibration was performed. Field service engineer performed and signed service installation record. System meets specification as per service installation record. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The user skipped the gas change and the scanner test and performed the needed energy check, eye tracker test and fluence test without any issue. The fluence test was performed with a measured depth. The user has not repeated the energy check but has repeated the fluence test. The second fluence test were performed without issue. The logfile shows four successfully performed treatments on that day. The reported treatment could be identified in the logfile. However, it is recommended that an energy check is performed before each patient, according to user manual. The measured energy was stable. During the preparation of the treatment the warning message appeared. It is not possible to see whether the user has corrected the patient¿s bed position or not in logfile. The logfile shows that the reported treatment left eye was performed successfully with two interruptions. The interruptions were caused by the user releasing the laser pedal. It is not apparent in the logfiles why the user released the laser pedal. Requested shots were fired. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. During an investigation of the logfiles by the global technical service no device related issue could be identified, that could have contributed to the reported event. Since the right eye was treated successfully under the same conditions, the faulty outcome in the left eye is unlikely to be due to a system malfunction. No complaint-related product is expected to return for investigation. No device related issues were identified based on the provided data. Therefore, the case is coded as "inconclusive - device met specifications". The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the treatment was decentered in the left eye and after first week of post-operative examination, it was noted that residual cylinder of more than two diopters in left eye of the patient after refractive surgery. It was noted that the left eye was tilted at the time of procedure which cause the decentered treatment in the left eye.